Event description:
It was reported that during a follow up routine after the spaceoar placement procedure, a patient who got implanted the hydrogel on (B)(6) 2025 and was treated with high dose radiation therapy (hdr), reported experiencing hematochezia on (B)(6) 2025. The patient took medication for hemorrhoids without medical advice; that alleviated the symptoms. Later on, (B)(6) 2026, bleeding returned and a colostomy was created. The physician reported that the patient developed a fistula due to an infiltration of the hydrogel into the rectal wall, the fistula was noted in the area where the hydrogel was presumed to have been present. After the colostomy, the bleeding was stabilized and the treatment plan was reported as being evaluated. No further details were provided regarding the patient health.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint, additionally, it was confirmed that the following adverse events are anticipated in the IFU and reported as potential complications that may be associated with the use of the device. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular", "fistula" and "hemorrhage major" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2314 captures the reportable event of fistula.